Event description:
Procedure: lap gastric bypass. According to the reporter: when the suture was locked on the handle, the jaws wold not open. Doctor removed the device from the field and used another one to continue the case. No delay in the case was reported.

Manufacturer narrative:
(B)(4).